Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed foreign matter on the wing adapter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The foreign matter was traced to damage on the isolated gate cap located at the nozzle tip of the second-shot mold. When this gate cap is compromised, fragments of the damaged material can mix with the melted resin during injection. These fragments are then carried into the mold cavity, where they become embedded in the final molded part. Due to the differences in color and material properties between the fragments and the resin, the defect becomes noticeable. To prevent this defect, replacement of the isolated gate cap will be added to the biannual preventive maintenance.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24ga 0.75in y had foreign matter red substance found in cannula prior to insertion before use red substance noticed in cannula before use.